Event description:
The reporter, a surgeon, contacted integra to inquire if stevens - johnson syndrome was a known side effect of the device. He stated that a pt in whom the device was implanted during a lower extremity surgical procedure consulted an allergist shortly afterwards concerning symptoms of stevens - johnson syndrome. The product had been used to treat a chronic wound infection on the dorsum of the foot where there was exposed tendon. The pt had no relevant pre-existing conditions. The pt's symptoms of stevens - johnson syndrome were moderate; she was treated at home with (B)(6). Hospitalization was not required. The pt had received vancomycin which the dr. Considers to be a more likely cause of the reported symptoms which are resolving slowly. The integra matrix wound dressing is still in place. The wound on the dorsum of the foot is healing.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.